Event description:
During a laparoscopic procedure, the surgeon felt a "pop" from a 5mm tenaculum. Upon inspection device failure was confirmed. The device was retracted into the trocar then the trocar was removed from the patient. Upon close inspection of the device it was determined that approximately 1.5 by .75mm piece had broken off. The abdominal cavity was inspected at this time to no avail. The procedure was resumed again to no avail. The abdomen was then irrigated with the intent of extraction by suction. In the absence of a confirmed extraction of the fragment and per policy an x-ray of the abdomen was performed confirming the retained fragment. At this time the surgeon elected not to pursue further attempts at extracting the foreign object.